Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿. "Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.".

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, micro bubbles were found at the aorta. After having placed the catheter, positioning was verified. While assessing the position, the anesthesia provider observed micro bubbles at the aorta. Micro bubbles were observed again after a couple of minutes. No harm was caused to the patient. It is unsure where the micro bubbles could have originated from. The impella purge was examined and no issues were noticed on tubing, catheter, or alarms on the automated impella controller (aic). The procedure was successful and completed with this impella device.

Manufacturer narrative:
The investigation of embolism has been completed. The pump was not returned for investigation. The data log shows that the pump was inserted into the patient's body prior to completing the case start. The cause of the embolism issue was most likely use related since pump was inserted into patient before completion of case start priming steps.